Event description:
It was reported that post an ultrasound guided hydrothorax drainage catheter placement, the drainage catheter connector was allegedly fractured. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a broken connector hub of the catheter. Therefore, the investigation is confirmed for the reported fracture and identified material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an ultrasound guided hydrothorax drainage catheter placement, the drainage catheter connector was allegedly fractured. The procedure was completed with another device. There was no reported patient injury.